Event description:
An optometrist reported that two weeks following bilateral lasik, the pt was diagnosed with iritis in both eyes. The pt reported some discomfort, and light sensitivity. The topical steroid drops were increased. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l when add'l reportable info becomes available. Attempts to obtain add'l info were made. No new info has been received. (B)(4).